Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported problem and found the instrument to fail the intuitive motion test. The instrument grip tips moved in the opposite direction of the surgeon side console (ssc) master tool manipulator (mtm) commands with the exception of the jaw open/close functionality, which worked as intended. Additionally, the instrument's housing was removed and bearing corrosion was found resulting in friction when the main tube was manually rotated. The logs were reviewed and the instrument was found to have multiple engagement failures per the logs despite passing engagement during in-house testing. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument had engagement issues and would not articulate properly. The procedure was completed with no reported injury.